Event description:
It has been reported that the needle 30x1/2 rb has been found experiencing 30 occurrences of blocked needles during use. The following has been provided by the initial reporter: needle block.

Manufacturer narrative:
H.6. Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 30x1/2 rb has been found experiencing 30 occurrences of blocked needles during use. The following has been provided by the initial reporter: needle block.